Event description:
It was reported that review of episode #10 shows what appears to be oversensing of noise just as the electrogram (egm) turns on. The lead remains in use. The patient will be observed closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. One - ventricular nst=200 ms on (B)(6) 2012, 12:40:02.